Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Alarm and possible causes were explained to the customer. Customer resolved the alarm by doing a complete set change. No further information reported.